Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The reported condition could not be confirmed because a sample was not returned from the customer. The manufacturing process was reviewed and determined that product was manufactured in accordance whit the specifications required under official documents. The non-conformance report history was reviewed for this failure mode, as result, no reports for similar issue were found. The process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/8/17. An investigation is currently under way; upon completion the results will be forwarded

Event description:
The customer reports leaking from bottom of the syringe.